Event description:
This was an egps cranial biopsy procedure using fluoro registration workflow on software version 20211.2r2p2. Case was aborted due to inability to obtain an acceptable merge during patient registration. Requesting software investigation to determine what was the cause of the inaccurate merge attempts.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluation did not find a system malfunction. Based on the investigation of the logs and shots, it looks like the merge was actually acceptable in this case. We were able to get a good merge using the same shots, and logs even indicted high merge scores during the case as well. Additionally, within this case itself, the surgeon did not perform any actual landmark checks with a verification probe to confirm an "inaccurate" merge. Therefore, we believe the perceived inability to obtain an acceptable merge was based solely off of visuals during the case. Within the CT-fluoro workflow specifically, the user should alternate between the drr and fluoro images to confirm registration and can use the centroid function to verify fluoro tracking. For future cases, we would recommend utilizing the visual comparison tools such as the checkerboard or alpha blend views in combination with repeated landmark checks to verify acceptable or unacceptable merges. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.